Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer reported a no delivery alarm. The customer's blood glucose reading was 425 mg/dl during time of alarm. The customer also had blood glucose of 476 mg/dl. The customer treated with 7.9 units of active insulin. The customer declined to troubleshoot.